Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular output was inhibited and that the crosstalk algorithms were not preventing this. It was also noted that the left and right ventricular leads were reversed in the pulse generator header. This was a clinically documented issue that had not been addressed. Programming was changed from left ventricular (lv) unipolar ring to lv unipolar tip, which resolved oversensing.